Event description:
On 3/11/92 at 1330h, a black elderly female was admitted after falling at home. She was complaining of pain in her right hip. The physician ordered a heating pad be placed intermittently to her right hip. There was a family member in attendance at all times. The nurses' notes reflect that the pad was checked at 2300h, at midnight, and at 0900h on 3/12/92. There was no broken areas seen during the bed bath that morning. At 1600h that day, the nurse noticed a 2-3 cm. Tear in the coccyx area. She notified the doctor, an exam was done, and she ordered to discontinue the heating pad and begin granulex treatment. The physician stated that it was either a burn or a pressure sore but that we would treat it as a burn. The patient healed nicely with no concurrent problems. There was an inservice held on proper use of a heating pad with all who careed for this patient attendingdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service, user education provided, inserviced by other facility staff. The device was destroyed/disposed of.